Event description:
It was reported by the patient that he underwent total hip arthroplasty in 2008. Post-op, patient experienced pain and his surgeon has recently recommended a revision of the acetabular component, which procedure is scheduled for 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.